Event description:
Received info from a tandem clinical diabetes specialist indicating she was informed a patient had posted in facebook she had entered a setting incorrectly and was admitted to the emergency room.

Manufacturer narrative:
After speaking to pt, pt indicated that she had entered her bg levels in the carb field instead of in the bg field. Patient called emergency medical techs (emt) and was placed on glucose drip. Patient was transported to the emergency room and after an hour voluntarily left the hosp without seeing a doctor. The t: slim pump has several built -in safety features designed to prevent unintended or accidental actions, including: confirmation screens before insulin delivery or settings change.